Manufacturer narrative:
The t:slim user guide states in the bolus screen section: carbs: enter grams of carb to be consumed. Bg: enter blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the blood glucose (bg) value instead of the carbohydrate value and delivered an inaccurate dosage. Customer's bg level dropped to 55 mg/dl. Customer treated low bg level by eating candy, elevate 15 pack (fast acting carb supplement), and sugar mixed with gatorade. Customer stated that bg level was within target range at time of report.